Manufacturer narrative:
The reported event is not confirmed. Additional information was not provided. The lot number was not provided. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 21may2019 it was reported by the FDA on medwatch (mw5086428) that a patient reported pain after completing four weeks of orthovisc injections. There was no report of any malfunctions. The lot number was not reported. The status of the patient is unknown. Additional information was not provided.